Event description:
End user reported that particulate was noted within a 10cc angioraphic syringe with rotating adaptor during a procedure. The syringe was switched out and the particulate was not injected.